Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-oct-2019 with the following findings: during investigation, the display lens was observed to be scratched. Unrelated to the original complaint, the pump was powered on and the display was found to be dim and discolored. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a cracked battery compartment. This report is made based on results of investigation completed on 01-oct-2019.